Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire field service engineer went onsite and evaluated the device. Checked the device running fine with no errors or alarms. Checked event log and found out that on (B)(6) 2021 there were multiple motor fault alarms in a short period of time. Field engineer ordered a new turbine and will return when part is received. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported motor fault alarm on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.